Event description:
It was reported to vyaire medical that the vela ventilator has transducer fault alarm and fails exhalation pressure calibration at 0. The customer confirmed that there was no patient involvement associated with the reported event.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). H3: 81 other - at this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Manufacturer narrative:
Result of investigation: visual inspection was performed and found no indications of damage, misuse, or contamination. Pcb was installed into a known good top-level vela test unit and powered on into service mode. All occurrences were found to be for pt801 transducer (exh press) as stated by customer. The reported was confirmed. Exh press transducer at location pt801 was found to fail zero calibration. This is a known issue that has been addressed with CAPA-000000281 scar ps-16-23. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.